Event description:
It was reported that during a procedure, the balloon was burst when about 5cc was injected with a syringe during use. The same event occurred in two devices. Another 3rd device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). Instruments a and b; through a visual and functional examination, it was concluded that the balloon had a cut in it, likely caused by a sharp instrument. We did not receive valid batch or lot numbers for the products involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.